Event description:
It was reported that this implantable cardioverter defibrillator (ICD) shows premature ventricular contraction (pvc) that caused atrial tachycardia. Technical services (ts) was consulted and confirmed the allegation. Physician discretion on how to proceed and what is causing this arrythmia. No adverse patient effects were reported.